Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer filled cannula twice resulting in insulin being delivered into customer's body. Customer's blood glucose was 136 mg/dl. Reportedly, customer continued to use pump as insulin therapy.